Manufacturer narrative:
A evaluation results: visual inspection of the returned lens showed the lens was split in half, the optic was torn and a haptic was bent. There was evidence of a clear surgical residue on the lens, however, there was no visible damage to the cartridge. The lot number of the cartridge was provided. (B)(4).

Event description:
It was reported that the aq2015a silicone three piece lens had cracks in the optic that was noted upon implantation. The lens was cut in half and removed by the surgeon. No patient complications. The customer indicated there were loading issues.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).